Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, blank display and motor error. The customer¿s blood glucose level was unknown. The customer reported that the act button occasionally sticks and motor error. It was reported that they had blank display. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery alarm, no excessive no delivery/occlusion alarm and un response button due to blank display. Moisture damage keypad traces during visual inspection. (B)(4).